Event description:
On (B)(6)2023, intuitive surgical inc (isi) received user facility report 4600060000-2022-8006 stating: doctor was using the sureform stapler 60 on the stomach resection. During three separate times, the stapler failed to reach the complete distance that was required to complete the stapler line. New staple loads were opened each time, and eventually a new stapler. Isi followed up with the site's clinical sales rep and the following additional information was obtained: the sureform 60 blue reloads were the reloads involved with the reported event. The reload was selected because it is the reload the surgeon typically uses for 1 reload on sleeves. Stapler fires 1-3 where the stapler fires involve with the reported event. A stomach transaction was the surgical task being performed at the time of the event. The stomach was the target tissue. The target tissue was not calcified and was not exposed to any radiation or chemotherapy, there was no tissue tension or bunching. The event did not involve a failure to fire. The stapler seemed to stop in the same area x3 separate times, with the tissue being too thick to continue. There was no tissue being pushed forward/dragged during the firing process. The jaws did not open/release during the firing sequence. The reload staples did not deploy unexpectedly. There were no malformed staples. The reload did have an exposed blade. There were no staples missing from the staple line. There were no holes/gaps in the staple line. A "tissue too thick" error message occurred. The surgeon did not encounter any obstructions between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. No bleeding on the staple line was observed. There was no unplanned tissue removal due to the firing failure. The surgeon resolved the issue by opening a new stapler. The procedure was completed robotically as planned with no reports of patient injury. The reload is not available for return.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the stapler did not complete the staple line, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the blue sureform stapler reload was disposed. Although the complaint regarding the incomplete staple line was not confirmed by failure analysis since the reload was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.